Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information is unavailable; device not returned no device received for analysis at time of submission of 3500a when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information: photo received that shows a high stress on the blade in the area of the fracture, but the exact reasons for the fracture cannot be determined just by looking at the pictures. A detailed analysis will be performed when the device is received from the customer.

Event description:
It was reported that during an open artificial blood vessel transplant, an error occurred but the device was passed the system check and it could be activated. About 30 minutes later, it was noted that the blade tip was missing when the doctor handed the device to a scrub nurse during the operation. The missing piece was not found though a trash bin, a drape and gauze were checked. Also x-ray was taken from various directions before closing the thoracic cavity and also after closing, but the missing piece was not found inside the patient. Another device was used to complete the case. As of now, the patient is being followed up at ICU and the condition is stable.